Manufacturer narrative:
In troubleshooting, the technical assistance center (tac) advised the customer to repair the bulb and ear gloves, then turn on the unit and everything worked as normal. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had communication error b30 or e216, and then the unit went black with smoke odor. The issue occurred during preparation for use and there were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h4. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the light kept going in and out due to failure of the ignitor. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure.